Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience expedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion the right coronary artery (rca) with moderate calcification. The 3.0x38mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however a proximal edge dissection was observed. Therefore, a 3.50x12mm stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay was reported in the procedure. No additional information was provided.